Event description:
It was reported that during preparation for a biopsy procedure, utilizing two needles, on the second rotation to prime the device, the tip of the needle retracted back inside the cutting cannula and was not visible. Another device was u sed to complete the procedure. There was no pt involvement associated with this event.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned with the arrow visible in the redy window, thus indicating the device was in the "ready to fire state". However, the device was returned with the stylet retracted into the cannula and could not be seen. The firing trigger was pressed and only the stylet advanced. Loose particles could be heard within the device after firing. An attempt was made to twist the rotational knob. However, the device could not b primed due tot he loose particles. Further functional testing could not be performed. The device was disassembled to examine the internal components. The cannula hub and stylet tangs were found to be broken. The investigation in confirmed for a break and for failure to prime, as the devices could not be functionally tested due to broken components. The root cause for this event was determined to be supplier related due to over-processed resin. The info provided by bard represents all of the known info at this time.